Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that for several weeks their ankle had been broken, and the health care professional (hcp) told the patient that if she was not healed by the next time she saw the doctor, then the next step for the patient for them would be to get a bone growth stimulator. Patient stated the reason for calling was to get compatibility information on bone growth stimulators and the implants. The requested information was reviewed for the patient, and it was recommended for the hcp to call for guidelines as well if necessary. Patient was asked if the broken ankle was related to the implant, and patient noted that they fell into a pot hall. Patient stated that they were in a study for deep brain stimulation and since they got the device implanted, patient had several falls. Patient noted that they never fell before the device was implanted. Patient stated that the hospital was doing the study kept blowing her off. Patient stated that they also had a knee surgery because of the falls. Patient mentioned that the falls had been going on for years /over the years since the device was implanted. Patient was advised to follow up with the hcp. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the falls started right after getting dbs implanted and patient reported to the clinic, she was the first patient they had for depression and study patient. Patient stated she reported over and over again and it was blown off. Patient reports over the years she continue to fall, injury left knee and had surgery to repair it. Patient stated the falls continue and she broke her right and left ankle falling. Patient stated from the beginning the falls had nothing to do with the dbs and her memory issue and falls was blown off by the clinic. Patient states she had many falls that causes cuts and bruises, fell into chain links fence and had infection due to surgery from the fall and was in wound care for over a month within the last 10 years.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.